Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, full functionality testing and defib testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs did show occurences of check pads, poor pad contact messages. However, this is not always an indication of a device malfunction and may indicate an accessory connection issue with the multi-function cable or patient coupling. The multi-function cable or event pads used were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.